Event description:
It was reported that the patient underwent a surgery to remove a tactra device and implant an ams inflatable penile prosthesis (ipp) due to the patient's preference. No patient complications were reported in relation to this event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgery to remove a tactra device and implant an ams inflatable penile prosthesis (ipp) due to the patient's preference. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient underwent a surgery to remove a tactra device and implant an ams inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported in relation to this event.